Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop34us (lot: 0011254285); product type: 0195-heart valves; implant date n/a; explant date n/a image review: seven media files and seven static images were provided for review. Fluoroscopic valve load inspection was provided and confirmed a good load. The event description reports a sievers type I bicuspid valve so a pre-implant balloon dilation was performed. The native leaflet appears to be thickened, and the valve appears to be under-expanded rather than infolded possibly due to the thickened leaflet. An infold is characterized by an inward fold or crease in the valve, extending from the inflow. In this case, the valve appears to be under-expanded rather than infolded but since it was not entirely evident, proper action was taken by the physician and the field team to ensure patient safety was assured. A new valve was loaded and a misload can be seen. If a misload is confirmed, new sterile components must be used. In this case, the team reloaded the valve onto the same delivery catheter system (dcs) resulting in a good load. The valve was deployed and appeared to be under-expanded which warranted a post-implant balloon dilation, ultimately resulting in a fully expanded valve. The patient¿s executive summary was not provided for anatomical review. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the image review, the reported indentation of the second valve was likely due to misload. The under-expansion of the second valve is likely due to the patient¿s bicuspid sievers type 1 native valve and calcification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre- balloon aortic valvuloplasty (bav) was performed with a 25 millimeter (mm) non-medtronic balloon. The ideal balloon size (26mm) was unavailable during the procedure. Of note, the patient had a high calcium score and a bicuspid valve. After loading, the fluoroscopy valve check was passable with a crown overlap to the 3rd node. The valve was inserted. After the first deployment attempt, the valve was recaptured as the deployment depth was a little deep. On the second deployment attempt, an infold was observed at 80% deployment. The valve and delivery catheter system (dcs) were withdrawn from the patient, and a new valve was prepped. After loading the new valve, a crown overlap was observed to the 2-3rd node during fluoroscopy check. The valve was unloaded. An indentation was observed on the valve due to under-expansion. Warm water was applied to the valve, causing the valve to expand. The valve was reloaded, and an additional fluoroscopy check was performed. No infold was observed. The valve was deployed at a depth of 0 millimeter (mm) on the non coronary cusp side, and the implant was coaxial. However, the valve did not fully expand in the waist. A post-bav was performed with a 25mm non-medtronic balloon. A gradient of 4 mmhg with no paravalvular leak (pvl) was observed. Per the physician, the patient¿s bicuspid sievers type 1 native valve and calcification contributed to the infold with the first valve. No adverse patient effects were reported.